Event description:
Customer reported to beckman coulter, inc (bec) that the unicel dxc 600 synchron clinical system was giving blank rate low on synchron qc (quality control) level 3 on aspartate aminotransferase, iron and lactate dehydrogenase. Customer reported that the cartridge chemistry (cc) reagent probe a fitting on the top was loose and 10 cubic centimeters of fluid leaked out to the reaction wheel cover. Customer reported that they tightened the cc reagent probe a fitting. Bec customer technical support (cts) advised the customer to perform cc probe cleaning and wash all cuvettes on the maintenance menu then re-run qc. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. To date, customer has not reported on any recurrence of leak from the cc reagent probe a fitting or qc issue after the repair.

Manufacturer narrative:
(B)(4).